Event description:
The sales representative spoke with the surgeon and the surgeon's technique caused the capsule tear. The surgeon stated there was no product malfunction.

Event description:
The surgeon implanted a 3-piece silicone lens model aq2017v and a loss of posterior capsule occurred. No further info has been forthcoming from the facility. The model and lot numbers of the injector and cartridge were not specified by the facility.